Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
On an unspecified date the customer alleged that the lack of near completion alarm on an unspecified plum 360 infusion pump caused a delay in critical therapy (pressors) to patient(s) being transferred from the emergency department. The customer stated the nurses have to rapidly mix their own pressors as the delay of having the pharmacy make the medication would cause the patient to code. There was patient involvement, however, no harm was reported as a consequence of this event.